Event description:
It was reported the patient was unhappy with stimulation as it was not effective at controlling his pain. As a result, surgical intervention was undertaken on (B)(6) 2015 and the entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.